Event description:
It was reported by service report that the scale was inaccurate and causing the bed exit to alarm. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.